Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had itchiness under the lifevest. The patient consulted his physician who recommended a cream. The patient reported trying the cream and adjust the garment. Follow-up indicated that the itchiness was still present but not as bad as it was. He stated that his legs also itch and it may not be related to the lifevest.